Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, the blade was not seized and the device operated as intended.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2013. During the procedure, the device worked properly at first. After that, the surgeon heard an abnormal noise from the device and the blade spun around in the sheath, and then it stopped rotating. The surgeon reconnected and it temporarily worked properly but after that, the blade stopped rotating again. Another like device was used to complete the procedure with no adverse patient consequences.